Event description:
The patient called lifescan and alleged that their meter was set to the incorrect unit of measurement.the patient stated that they obtained a result on their meter of "69 mg/dl". They phoned their physician for advice and was told to have something to eat and drink. They ate a sandwich and drank orange juice. They did not retest after eating. The patient stated that they noticed the decimal point in the result, but they did not tell the physician. They stated that their meter was previously set correctly and they have not recently changed the units of measurement. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. The patient was able to reset the meter to the correct unit of measurement; no replacement products are being sent.